Event description:
During surgery, the surgeon tried to turn the t-handle to push out the hook. However, the hook was not able to be pushed out from the tip of outer pin. Therefore, the surgeon removed the pin from the pt. The hook had inclined in the pin when the surgeon confirmed the tip of the pin. The surgeon charged the pin to another new pin and the surgery was completed with a new pin. The surgeon requested the investigation of the pin.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.